Event description:
Customer reported that the device prematurely absorbed, within two days of implant. The patient was returned to surgery for repair. No further details were provided.

Manufacturer narrative:
H-6 conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.